Manufacturer narrative:
The returned product was not analyzed as the complaint could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #s 1627487-2011-10240. It was reported during the procedure to place one octrode and dual quattrode trial scs leads (different lots), the physician experienced difficulty driving the second quattrode lead. After attempting to drive the lead for more than one hour, the physician determined there was not enough space and removed both quattrode leads. The trial was then completed using two octrode leads.